Event description:
It was reported that while testing impedances during implant higher than normal impedances were seen on all combinations involving electrode one. During the first test, all electrode combinations were around 2,000-3 ,000 ohms, while the combinations including electrode one were all over 10,000 ohms. Trying different voltages, different testing cables and a different ens yielded no change in results. The lead was replaced and the same issue on contact one was seen again. The impedances decreased down to 6,000-7,000 ohms and the physician decided to close the patient, since it had already taken so much time replacing the first lead. It was noted that there was no patient injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3389s-40, lot# v952317, implanted: (B)(6) 2012, explanted: (B)(6) 2012; lead model 3389s-40, lot# v952317, implanted: (B)(6) 2012, explanted: na; extension model 37085-60, implanted: (B)(6) 2012, explanted: na. Analysis of the lead model 3389s-40 lot v952317 found no significant anomalies. Suspected body fluids were observed in the lead with no impact on performance. Normal impedances were observed when tested in a saline solution.

Event description:
Additional information received reported that the cause of the event was a 'bad lead.' Impedances were normal after connected to the patient's implantable neurostimulator (ins). A long-term follow up test showed normal values as well. The patient did not need to be hospitalized. No patient injury was reported. Longterm therapy was reported to be normal.